Manufacturer narrative:
The patient's date of birth was not provided. (B)(4). Approximate age of device ¿ 7 months. (Calculated from the date of manufacture.) The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient went to sleep on battery power and woke up with fully depleted batteries. It was reported that the patient and other people in the apartment complex did not hear any alarms indicating that power from the external batteries and the emergency backup battery was depleted. It was also reported that the patient's mother had checked on the patient twice during the night and did not hear any alarms. Review of the submitted log file by the manufacturer's technical services representative revealed a low voltage advisory event eventually progressing to a low voltage hazard event and then a no external power event until all sources of power were fully depleted. The patient connected two new batteries and the system controller indicated that it had been reset. The patient did not notice the green circular arrow signaling pump function illuminated. The patient decided to change the system controller and was able to complete the exchange successfully. The patient came to the hospital and was issued a new backup system controller. A review of the submitted log file did not reveal any unusual alarms or events. The patient was reportedly asymptomatic during the loss of power.

Manufacturer narrative:
Device evaluation: the reported loss of power event was confirmed based on the information contained in the log file retrieved from the returned system controller. The evaluation of the log file revealed that the system was operating on the external batteries and then the internal backup battery until they became depleted, resulting in the reported pump stop. The returned system controller was functionally tested using laboratory equipment and was found to function as intended. The device passed the functional test procedure and it was confirmed that all visual and audible alarms, including the low voltage and no external power alarms, activated within specifications when they were induced. The device operated on a mock circulatory loop without any notable events captured on the event history screen. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.